Event description:
The reported event occurred on an unspecified date in (B)(6) 2025. An unspecified spinning spiros device that was coming off the chemo pump, resulting in spillage off unspecified chemotherapy in patient homes during use. There was no harm to the involved patient.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Manufacturer narrative:
The reported complaint of a spiros disconnecting could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review cannot be performed as no lot number was provided.